Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the tip is abnormal, the defective product removed from a patient and scrapped, and a new set will be replaced." No patient harm or injury. No delay to therapy. The patient's current condition is reported as "unknown" at this time.

Event description:
It was reported "the tip is abnormal, the defective product removed from a patient and scrapped, and a new set will be replaced." No patient harm or injury. No delay to therapy. The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
Qn#(B)(4).